Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient presented to the emergency department on (B)(6) 2025 with shortness of breath, atrial flutter, and a congestive heart failure exacerbation. The patient initially improved in the cardiac intensive care unit (cicu) but decompensated over the weekend, experiencing a ventricular tachycardia (vt) episode for which his automatic implantable cardioverter-defibrillator delivered a shock. The patient required intubation and vasopressor support (phenylephrine). A decision was made to place a heart pump to stabilize the patient for transfer to an outside hospital for advanced therapy. The impella cp heart pump was successfully placed via the right femoral artery. The patient was successfully transferred to the hospital and arrived in stable condition. However, the following day on support day two, the patient¿s plasma free hemoglobin, lactate dehydrogenase, and lactate levels all increased. The impella was reduced to p4, and vasopressors were held. A transthoracic echocardiogram (tte) showed good pump position but raised suspicion for a mobile mass on the pigtail catheter and potential pneumonia. The following day, the patient experienced multiple atrial fibrillation events requiring cardioversion and increased medication requirements. Hemolysis was noted to have been resolved. The patient developed right lower lobe pneumonia on computed tomography scan. On day four of impella cp support, the patient continued to decline, and lactic acid results trended up. The clinical team determined the patient was a "bridge to nowhere" due to poor prognosis but later reversed the decision to escalate care. The medical team decided to escalate the patient to an impella 5.5. The impella 5.5 was implanted and the impella cp was explanted with no complications reported. On day two of impella 5.5 support, the patient remained critically stable, however the medical team was hopeful for recovery. On day six of impella 5.5 support, it was noted that the patient was making an incredible recovery with an improved ejection fraction of 30% on bedside echocardiogram, successful extubation, and intact neurological function. The following several days the patient continued to recover and the patient began physical therapy and was stable on impella p6 and dobutamine. The team determined the patient was not a candidate for immediate advanced therapies due to extensive ischemic coronary artery disease not amenable to intervention, suggesting destination therapies might be required if improvement continued. On day 11 of impella 5.5 support, the patient's condition worsened significantly after developing sepsis secondary to an ileus. The patient expired while on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
H6. Health effect - clinical code for arrhythmia and health effect - impact code for resuscitation were not included in the initial MDR and is now correctly added.

Manufacturer narrative:
Medical safety reviewed the event and noted the following: a patient with exacerbated congestive heart failure, atrial fibrillation, and ventricular tachycardia underwent successful implantation of an impella cp device for hemodynamic support. The patient was subsequently transferred to a hub hospital. Approximately 48 hours post-implant, laboratory findings revealed elevated ldh, plasma-free hemoglobin, and lactate levels, raising suspicion of hemolysis. A transthoracic echocardiogram confirmed appropriate pump positioning but noted a possible mobile mass on the pigtail and potential pneumonia. In response, device support was reduced to p-4, after which hemolysis resolved. During this period, the patient experienced multiple atrial fibrillation episodes requiring pharmacologic intervention and cardioversion. On day 4, due to continued clinical decline, support was escalated to an impella 5.5 device. The patient initially demonstrated improvement; however, on day 11, the patient developed sepsis secondary to ileus, resulting in significant clinical deterioration and subsequent death. The occurrence of hemolysis during impella cp support is considered a serious injury, despite resolution following standard troubleshooting measures. The patient¿s death is conservatively attributed to the impella 5.5 device, as the patient was on support at the time of death. However, sepsis secondary to ileus is assessed as the most likely contributing factor. Device involvement: impella cp associated with hemolysis (resolved). And the impella 5.5: patient was on support at time of death; no direct device malfunction identified. Iin conclusion: serious injury (hemolysis) and death reported. Death likely related to underlying clinical condition (sepsis from ileus) rather the impella pump. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, clinical symptom, arrhythmia, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Regarding, hemolysis, the pump was not returned for investigation. Data log shows three motor current spikes, two on 12-oct around 10:00 pm and another on 14-oct around 9:30 am, while running on a steady p-level. The motor current spikes were indicative of biomaterial ingestion events during the case. The cause of the hemolysis issue was most likely biomaterial ingestion, based on data log review. Pertaining to device malposition, device in the wrong position, there was no definitive indication that the pump was in a misposition at the start of the case. The cause of the pump position issue was not determined without sufficient clinical information. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5, which is associated with the demise outcome.